Manufacturer narrative:
Philips has investigated this complaint. It was reported that the system did not boot. Upon further inspection, philips remote service engineer (rse) confirmed that the flex vision pc was dead. The defective component was returned for failure analysis and confirmed that the failed component was power supply. Fse replaced the flex vision pc and reloaded software. After the replacement of flex vision pc and reloaded software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Event description:
It has been reported to philips that the system did not boot. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. A philips field service engineer (fse) replaced the flexvision pc and returned the system to use in good working order.